Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for a redo paroxysmal atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and a smartablate¿ system rf generator and suffered an esophageal fistula, cerebrovascular accident, myocardial infarction, sepsis, and death. No surgical intervention was provided due to a severe stroke. During ablation procedure, esophageal probe indicated that there was a sudden increase in esophageal temperature. After procedure completed, the patient was transferred to another hospital where they went into septic shock. Air was found in the left atrium. The patient was diagnosed with cerebrovascular stroke and st segment elevation/myocardial infarction. Esophageal fistula was confirmed via computed tomography. The patient died 2 days later. Sheath used was a mobicath. Generator settings included: power control mode with temperature warning at 43°c and cut-off at 50°c; impedance cut-off at 250 ohms; power limited to 20 watts. Contact force was 20 grams. No warnings or errors observed on any biosense webster equipment during the procedure. Physician¿s opinion regarding cause of adverse events is that they may have been related to the smarttouch generation 2 catheter power output and/or engineering issues.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for a redo paroxysmal atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and a smartablate¿ system rf generator and suffered an esophageal fistula, cerebrovascular accident, myocardial infarction, sepsis, and death. Repair follow up was performed and service was declined. Complaint was unable to duplicate. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Manufacturer date received on 02/25/2016 to complete UDI#. (B)(4). Manufacturer's ref. No: (B)(4).